Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the vasoview hemopro was not cutting during preparation. The cord was changed, but it still would not work. A new unit was used to complete the procedure. The hosp did not report any pt effects. The product was returned.

Manufacturer narrative:
Investigation: a visual inspection revealed that there were no non conformities, no signs of clinical usage, and no evidence of blood. Resistance measurements were found to be out of specification. A pre-cautery test was performed on the device with a reference power supply and extension cable. The device did not pass the pre- cautery test, it would not produce steam or heat. Based upon this, the reported failure "failure to deliver energy" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).